Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:(B)(4). . 1. Section d. Box 4. Catalog # please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:(B)(4). 1. Section d. Box 5. Operator of device h3 other text : placeholder.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end and kinked in multiple locations throughout its length. The introducer sheath was kinked in multiple locations throughout its length. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked and fractured and the introducer sheath was kinked. This damage likely occurred due to improper handling during packaging for return. Functional analysis revealed that the ruby coil could not be advanced or withdrawn through the introducer sheath. Due to the extensive damage found on the pusher assembly and introducer sheath, the root cause of the complaint could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while a ruby coil was being advanced through another manufacturer's microcatheter, it became stuck inside and was unable to advance any further. It is unknown if the physician experienced any resistance while advancing the coil. The ruby coil was removed and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.